Manufacturer narrative:
(B)(4). Date sent: 11/25/2025. D4: batch #549d39. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? Yes. If yes: did the device deliver any staples? Yes. If yes, were the staples formed properly? As per surgeon, looked normal. If yes, was the staple line complete? Seemed complete. Did the device cut? Yes. If yes, was the cut line complete? Transection of vessel was complete. If yes, was there any issue with the cut line? No apparent issue. Was there any difficulty opening the device jaws? Knife did not return home therefore manual override was necessary. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a98330, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 549d39, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a video-assisted thoracoscopic surgery, it was observed that the stapler did not fire properly over the pulmonary artery and the manual override had to be used. There was no patient consequence reported but there was unspecified delay in the procedure. No additional information provided.